Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose was 435 mg/dl and sensor glucose was 237 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was not mentioned and insulin pump did not suspend. Customer declined to troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.